Event description:
It was reported that the pin collet was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The original reported event, overheating, was not duplicated. During testing the service technician did not find the attachment running hot and did not observe any circumstances that may contribute to overheating. Additional simulated use testing was performed, and no overheating was found as the highest temperature was 84 degrees. Upon disassembly, the attachment was found to have corrosion. The collet is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the pin collet was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.